Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified cartridge, handpiece, and viscoelastic. The root cause for the reported complaint may be related to a failure to follow the IFU(instructions for use). Information was provided that "a couple drops" of viscoelastic were used. Associated products were listed. The IFU instructs to completely fill the cartridge with ovd(ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The questionnaire stated that the viscoelastic was "just pulled out of the fridge" prior to use in the cartridge. The IFU instructs to only use an company ovd qualified for use with the company iol delivery system that has been allowed to come to the operating room temperature. It is unlikely that the viscoelastic would have had time to acclimate to room temperature in such a short amount of time. Follow up attempts were made. The account indicated the product was not available to evaluate. No further information has been provided at this time. File will be reopened if additional information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, reported with a description of that lens was being inserted, when noticed a bend in lens under microscope, so took lens out during initial procedure. The procedure was completed on the same day. Additional information was requested, but no further information is available.